Event description:
Upon inspection of a loaner shaver handpiece, the customer claims that there was tissue inside. The customer cleaned out the tissue and proceeded to use the loaner.

Manufacturer narrative:
There was no injury as a result of this event. The shaver was cleaned before use by the customer. However, the tissue contamination cannot be confirmed since the customer cleaned the device. The complaint investigation is ongoing, and a follow-up report will be submitted upon completion of the investigation.